Event description:
Two alleged ruptured foley catheter balloons. Puts only 23cc in the 30cc balloon. The first catheter could be removed by the customer. The second ruptured according to the customer, but could not be removed. Customer told to go to the emergency room for removal. Spoke with the customer after the event and the balloon ruptured on the second catheter. Customer had a uroscopic procedure to remove the fragments. Kendall notified of the occurence in 03/2002.